Manufacturer narrative:
No malfunction. The customer reported that a patient expired on (B)(6) 2016 at approximately 11:00 - 11:30 am. In the process of documenting the event it was found that no alerts were sent to the waveware apollo pager 556 (bed557) for nurse prior to the adverse event. The biomedical engineer stated that there was no allegation of a philips device malfunction or that any philips device caused or contributed to the adverse patient event. The biomedical engineer believed that the issue was an intermittent problem with the 3rd party masimo safety net pulse oximetry sensor. The masimo sensor was connected directly to the iem (intellispace event management) paging system. The biomedical engineer found that the masimo sensor was working correctly some time before and after the adverse event but was not working correctly (not sending paging data) just prior to the adverse event. Masimo is investigating their product as it relates to causing or contributing to the adverse event, per biomedcial engineer. Per the product support engineer, in response to the sentinel event that occurred at (B)(6) hospital buffalo on (B)(6) 2016 @ 11:00 - 11:30am, philips conducted an investigation of the philips software, and concluded that the paging system functioned as designed. The investigation found that the iem (intellispace event management) paging system was working correctly as there were other patient alarms being sent to the waveware pager 556, just not from the patient in question. The product support engineer concluded that the cause of the paging issue was the loss of input data from the 3rd party masimo spo2 device connected to the patient. On (B)(6) 2016 the serial number for this device was checked for manufacturing information about this device as it relates to the device issue reported on this complaint. A search for ¿fail¿ and ¿reject¿ found no issues with the device which correlate to the failure on this complaint. A search for the device serial number found no prior or subsequent calls related to the reported device issue. A query was run (B)(6) 2016 for similar closed complaints since (B)(6) 2015 for paging reportable complaints related to non-philips products. There were no complaints found. There is no trend which warrants further action or investigation.

Event description:
The customer reported that a patient expired on (B)(6) 2016 at approximately 11:00 - 11:30 am. In the process of documenting the event it was found that no alerts were sent to the waveware apollo pager 556 (bed557) for nurse prior to the adverse event. The biomedical engineer stated that there was no allegation of a philips device malfunction or that any philips device caused or contributed to the adverse patient event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient expired on (B)(6) 2016 at approximately 11:00 - 11:30 am. In the process of documenting the event it was found that no alerts were sent to the waveware apollo pager 556 ((B)(4)) for nurse prior to the adverse event. The biomedical engineer stated that there was no allegation of a philips device malfunction or that any philips device caused or contributed to the adverse patient event. Because the product was in use at the time of the incident and the contribution of the masimo device vs. The philips product was unclear, philips will report this adverse event.